Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was not performed. The customer reported pump does not completing the rewind process and customer cannot exit the rewind. The customer also reported rewind keeps looping. Instructed the customer to revert to backup plan per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. No product return is required for mmt-1781k. It was unknown whether the customer will continue or discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Unit was successfully downloaded using thump. Unit successfully downloaded using thus. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that 13 pump error 38 alarms were found on 05/01/2024 09:54:29.000 through 05/01/2024 10:48:12.000. Proceeded by cutting unit open and perform a visual inspection of all connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding motor home switch causing the pump error 38 during rewind. During visual inspection of electronic assemblies moisture damage was also noted on pcb2, pcb1 and force sensor flex connector. Unit also received with missing display window/cover, cracked keypad overlay at select button, stained keypad overlay, and pillowing keypad overlay. In conclusion unit received with pump error 38 during in pump download history due to corroded motor assembly. Cosmetic damage confirmed when cracked keypad overlay was observed. Rewind anomaly not confirmed due to unit passing dry systems test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.